Event description:
Pt reported pain and nausea when eating and drinking, and mentioned that this had happened 'a few months ago' and as a result the pt had the 'band loosened.'

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis if it is explanted, as well as to indicate the product model number, serial number, explant date, surgeon data, and more pt data. The information has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is either a taper ii or a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Intolerance, abdominal pain, vomit and nausea are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the pt regarding the model number, serial number, explant date if scheduled, surgeon name and additional data has been requested. Device labeling addresses the reported event of vomit and nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." "Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." "Pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." "Pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." Device labeling addresses the reported event of abdominal pain as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the contraindication for pts regarding intolerance as follows: "pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices."